Event description:
It is reported that the glenosphere helmet fractured upon insertion.

Manufacturer narrative:
Evaluation summary: the nominal fit of the implant to the bone preparation is intended to provide interference fit condition to provide mechanical stability in the absence of bone cement. Depending on patient bone quality and the amount of bone removed, the elasticity of the remaining bone may not allow the implant to seat within normal impact forces in some cases. The type of failure described may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tabs may cause this situation. The exact cause analysis can not be determined with certainty. As returned, one of the tabs of the shoulder has fractured and is missing. No dimensional non conformances were noted. Device history records indicate device manufactured to specification.